Event description:
It was reported that the customer had a situation that ante meridian , where they inserted a foley catheter and when they went to install the fluid they noted a hole. Stated that required them to replace the catheter and needless to say the patient was not happy. Also they had another situation a while back that the balloon would not inflate thus necessitating them removing the foley catheter . Stated that once the balloon was out it would still not inflate so obviously a defective catheter. Also stated that they knew they used to always test the balloon but that practice has changed.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be poor stripping or rough stripping. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labeling review due to unknown product code. Although the product family was unknown, the foley catheter product ifus were found to be adequate based on past reviews. The device was not returned.